Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective shuttle motor gear on the pump head module. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 21 2007. Evaluation summary:during product evaluation, a defective shuttle motor gear was observed on the pump head module assembly. The customer reported,the failure code 812:02 confirms the defective motor gears. This failure code is manifested as a result of the defective gears on the pump head module. The pump head module was replaced and the device was tested. The facility reported the infusion pump with a failure code 812:02 reported to have occurred during bio-med testing.